Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to the patient's calcified anatomy. No misload occurred. An infold occurred during the first deployment attempt, when the valve was at an implant depth of 3mm. The valve was recaptured and removed from the patient. A new valve was successfully implanted. A procedural delay of approximately 10 minutes occurred. Per the physician, the patient's calcified anatomy contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012176543); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012151800); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.